Event description:
Customer reported, a student nurse sustained a needle stick injury while engaging the safety device "when they go to slide the safety cover over, it snaps off", the product was contaminated (used on patient). Facility confirmed that needle stick injury protocol has been initiated.

Manufacturer narrative:
Since the device involved is not available for evaluation, it is not possible to confirm the condition reported as a device malfunction. In addition as the lot number of the device is not available, further investigation is not possible. Regulatory compliance will continue to monitor for any changes in monthly trends.